Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was between 230-500 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.